Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 68-year-old male patient, the device self discharged. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The device passed all functional and electrical safety testing, with all front-panel buttons confirmed fully functional and no failures observed. Event log review identified one shock delivery of 120 j following a shock-advised prompt. The x series is designed to provide visual and audible indicators when the device is charged. Energy can only be delivered by activation of the shock button and there are no devices available to deliver an automaticv shock. Although the device does not record button presses, log review and testing suggests the shock button was pressed to deliver energy. The device passed all testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.